Manufacturer narrative:
Additional information added to b5. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) and this right ventricular (rv) lead exhibited a high out of range shock impedance of 127 ohms. It was noted this patient was in the hospital for congestive heart failure (chf) and had a cardiac contractility modulation (ccm) device. Technical services (ts) discussed that electromagnetic interference (emi) from the hospital environment or the ccm could be altering the shock impedance measurement. Ts recommended further testing. This rv lead remains in service. No adverse patient effects were reported. Additional information was received from the field. Isometrics were run and the high shock impedance couldn't be manipulated. The shock impedance went back to normal after one reading. The field would continue to keep an eye on the device with remotes and standard follow up. There was no confirmation what caused the high reading, but the ccm was suspected. No adverse patient effects were reported.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) and this right ventricular (rv) lead exhibited a high out of range shock impedance of 127 ohms. It was noted this patient was in the hospital for congestive heart failure (chf) and had a cardiac contractility modulation (ccm) device. Technical services (ts) discussed that electromagnetic interference (emi) from the hospital environment or the ccm could be altering the shock impedance measurement. Ts recommended further testing. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.